Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) no anomalies were found. The distal segment of the lead was returned and analyzed. It was additionally noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression, cut, and white substance on the electrode end. There was blood in/on the helix mechanism. Apparent explant damaged was also noted.

Event description:
It was reported that the lead had no capture, high threshold, high impedance, fracture and oversensing. The lead was explanted and replaced. No further patient complications were reported as a result of this event.